Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report # 1627487-2011-00643 and 1627487-2011-00644. On (B)(6) 2006, the physician implanted the patient (B)(6) with two percutaneous leads. The devices were connected to dual lead extension. It was reported that the patient is receiving inadequate stimulation coverage as one of his set programs no longer functions. A diagnostic test revealed invalid impedance readings on contacts for both leads. The patient's functioning programs only provide therapy in his left leg. Surgical intervention will be undertaken at a later date to address this issue.